Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. Wwcapa (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
Litigation received. Litigation alleges pain, stiffness, discomfort, weakness, decreased ability to perform daily activities, and increased metal ion levels.

Manufacturer narrative:
Depuy synthes has been informed that the catalog number and lot number is not available. This complaint has been updated for part and lot information. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Update - 6/9/2016 - der received. Patient was revised for pain. Part and lot are now provided. There is no new information that would change the existing MDR decision.